Event description:
The surgeon checked the screw hole of the nail and the position of the tip of sleeve, before inserting the nail. The surgeon inserted nail into the bone and did the drilling for the screw hole of the nail. When the surgeon did the drilling of the distal screw hole(oval hole), the drill contacted the nail. Therefore the surgeon adjusted the direction of the sleeve, and did the drill and inserted screw.

Event description:
The surgeon checked the screw hole of the nail and the position of the tip of sleeve, before inserting the nail. The surgeon inserted nail into the bone and did the drilling for the screw hole of the nail. When the surgeon did the drilling of the distal screw hole(oval hole), the drill contacted the nail. Therefore the surgeon adjusted the direction of the sleeve, and did the drill and inserted screw.

Manufacturer narrative:
Evaluation summary review of the inspection records for the targeting arm revealed no discrepancies. The lot was documented as faultless prior to distribution. As the targeting arm had been in use for more than 2.5 years we presuppose that the device had fulfilled its tasks in former surgeries as intended. Thus, we exclude deviations in material and manufacturing. The preoperative test performed revealed targeting accuracy being as intended. All drill holes were passed by the corresponding sample drill without any deviation. Thus, the alleged event could not be reproduced resp. Could not be verified. Therefore the exact root cause of the event could not be determined, but it can be ascertained that the event was not caused by any deficiency of the device. If targeting accuracy was confirmed by preoperative check and as function was confirmed upon return, the cause of the event can only be found in intra operative procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.